Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl. Customer treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer declined to troubleshoot for the low blood glucose incident. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did not allege insulin pump was over delivering. Customer stated they receive change sensor and calibration not accepted alert. Customer stated auto mode feature was active at the time of incident. The pump will not be returned for analysis.